Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient felt woozy and checked his cgm, which showed 70 mg/dl. He was about to go to dinner when he experienced a seizure and lost consciousness. His wife called 911, and before ems arrived, she administered baqsimi. When ems arrived, his blood glucose was 60 mg/dl. He was given orange juice, yogurt, and other carbohydrate containing foods (specific items not recalled). He did not know what his cgm was reading at that time. The patient also stated that he did not know how long he had been unconscious and only regained consciousness once he was in the ER. He was transported to the hospital, where his blood glucose was 120 mg/dl, while his cgm was reading 200 mg/dl. He received (IV fluids) and stayed overnight. Upon discharge, he reported that he was not yet back to full strength. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the b zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.